Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip noted during visual inspection. All buttons functioned properly. However, the insulin pump had partially unlocked connector on lcd board noted.

Event description:
It was reported the act button on the insulin pump was responding intermittently. The device was not dropped or exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported. Anomaly occurred during normal use. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.